Manufacturer narrative:
(B)(4). Baxter's eval confirmed keypad output anomalies. Keypad malfunctions were obvious during the product eval. The following keys are inoperable: #2, #3, (.), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function. (E. G. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). As a result, the failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. Baxter's functional testing discovered that the malfunction resulted in an incorrect output. It was also reported that there was no pt involvement.